Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event without device examination. It would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 01/06/2015 - patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. Part/lot information, doi, and patient demographics are being updated at this time.

Event description:
Patient was revised to address poly wear and osteolysis.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A search of the complaint database found no additional related reports for the lot code 2802933 and 3259920. A search of the complaint database search finds one additional reported incidents against lot code 2755954 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible for the broach because the required lot code(s) was not provided. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.